Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this patient was referred to their clinic as there were issues with the remote monitoring system. Upon clinic review, this pacemaker was found to be in safety mode, as the same error code was triggered 3 times. There was no known history of radiation therapy. As a result of the asynchronous pacing at 75 beats per minute, in safety mode, the patient went into congestive heart failure and the physician had to upgrade the patient to a bi-ventricular implantable cardioverter defibrillator (ICD).this pacemaker was removed and replaced. No additional adverse patient effects were reported.